Event description:
It was reported by service report that the customer alleged that the powerload system would sometimes fail to release the cot. The stryker service tech could not duplicate the alleged event and found no defects or malfunctions with the unit. There was patient involvement; however, no adverse consequences are reported.